Event description:
The customer reported the generation of erroneously low magnesium (mg) patient results on their dxc 700 au chemistry analyzer. The erroneous patient result was reported out of laboratory and was later amended. Customer stated there was a change in treatment due to the false mg results. No further information was provided by the customer.

Manufacturer narrative:
Multiple attempts were made to obtain further information regarding the patient. The customer stated that the patient was admitted to the hospital, but it is unknown if the admission was due to the false results. The customer confirmed there was no harm to the patient. Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and observed a bent probe and debris in the filter housing. The fse found that the customer was not properly performing maintenance on the analyzer. The fse replaced the probe, roller tube and water filter to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).